Manufacturer narrative:
Findings: broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
It was reported that the customer's insulin pump was damaged near the reservoir compartment. His blood glucose was unk at the time of reporting. The insulin pump was returned. No additional info was reported.